Event description:
It was reported that the device would not charge to 200 joules completely. Sometimes it would take a long time to reach 200 joules, and other times it would not reach the 200 joules and error out. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The monophasic therapy pcb assembly was replaced, and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.